Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney (B)(4).

Event description:
Litigation papers allege the patient has significant discomfort, pain, stiffness, loss of motion, and, upon information and belief, loosening and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has or is at risk for metal toxicity from this implant, and needs ongoing care and treatment. It is further alleged the patient will have to undergo revision surgery. Ppf alleges elevated metal ions. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 3095763. Device history review ==> a device history record (DHR) review was previously conducted on (B)(4). Review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.